Event description:
The needle broke in half when the surgeon was toggling from one arm to the next. The needle disengaged from the suture thread, but did not fall into the patient's cavity.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle broke when being passed through tissue. There was no patient injury. The needle was recovered. Additional information has been requested.